Manufacturer narrative:
Intuitive has received the cadiere forceps instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations could not replicate nor confirm the customer reported complaint. The instrument was tested on an in-house system and passed the recognition, engagement, and grip test. The instrument moved intuitively with full range of motion in all directions and the grips open and closed properly. The instrument was fully functional, and no product issue was found.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection procedure, the cadiere forceps instrument was intentionally locked onto an unspecified vessel to control bleeding. Later in the procedure, the instrument release kit (irk) was used to release the instrument. It is unknown at this time what vessel was bleeding. The customer reported there was no malfunction of the instrument. The procedure was completed.